Manufacturer narrative:
Per medical review - reportedly, single-piece collamer iol was torn off upon insertion, requiring intraoperative lens removal/exchange. No incision enlargement or any other tissue damage was reported. Same model iol was successfully implanted as a replacement. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the cause of the event was unknown. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that the surgeon noticed the +15.5 diopter cc4204a single piece collamer lens had been tore after it was inserted into the eye. The lens was removed without widening the incision and another nanoflex lens was implanted without injury to the patient. The reporter was uncertain as to what caused the event.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes is likely to have contributed to the complaint. The root cause of the complaint is unknown. The product was not returned to staar for an evaluation. Conclusion: based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found within the work order. Conclusion - (unable to confirm) based on the complaint information and lens work order search , we were unable to determine a specific root cause of the event. (B)(4).